Manufacturer narrative:
If additional information becomes available, a supplemental report will be submitted.this case was previously submitted on time, in accordance with regulatory reporting guidelines for medical device reports, via MFR number (B)(4). Due to a site consolidation, the MFR reportable event numbers used for submitting FDA medwatch forms for ultherapy and cellfina products was updated to use the complaint file establishment registration number for (B)(4). It has since been identified that the ulthera establishment registration number (B)(4), should be used for ulthera and cellfina reportable event numbers. As such, this case is being resubmitted with an updated MFR number to align with the ulthera establishment registration number.

Event description:
During a review of the FDA maude adverse event report website, a medwatch report submitted by a patient to the FDA on (B)(6) 2020 was identified. The report stated the following: "ultherapy, encephalopathy; 6 mos after treatment, nerves attacked tissue. Altered mental state. Loss of motor skills and vision. Skin tissue, eyes, lids burned off. I could not breathe. Stayed in critical condition 19 mos. Severe brain damage as a result. Cure was a bottle of gabapentin. Day 1, merz pharma and spa refused to help or report life threatening reaction. Damage to brain and frontal lobe. I have no history of mental illness. FDA safety report ID# (B)(4)." No patient or practice information was provided; therefore, follow up to obtain additional information regarding the event is not possible. No additional information is available at this time.